Manufacturer narrative:
The customer reported to olympus technical assistance center (tac), when the gl926200 connector is worn or old, the connectors get replaced. The customer ordered a quantity of six (6) connectors. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac) , the connecting tubes of the endoscope reprocessor required replacement as the connector was unable to be connected to the channel connector in the reprocessing basin. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the connecting tube issue could not be determined. The connector may have become loose due to stress being applied towards the loose direction of the connector, or an accumulation of stress. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 3. Inspection before use: 3.3 inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.